Event description:
The customer reported that the cannula did not insert all the way initially, but it properly inserted "after a delay". She stated that about three hours later, the pod alarmed while she was sleeping. She removed the pod and checked her blood glucose, which was 389 mg/dl. When the alarm history was reviewed, there was no pod alarm showing.

Manufacturer narrative:
The product was not returned for eval. We are unable to confirm the reported the cannula deployment issue or to determine whether it could have contributed to the reported hypoglycemia. Lot qualification records were reviewed and the product lot met all acceptance criteria.